Manufacturer narrative:
Additional information was received for this case: the physician commented that the patient ''did great'' and was discharged without further incident. Per the physician the cause of the rupture was anatomy related and not device related. Films review summary: a single still angiogram during an intervention (unknown study date) was returned. Multiple stent grafts were seen overlapping within the right common iliac artery. The proximal extent of the angio showed the limbs extending from the contralateral gate ring, and the distal extent showed the distal limb positioned just proximal to (most likely) the right internal iliac artery. Contrast injection within the right limbs did not show any endoleak within the aaa or any right iliac artery perforation. The stent grafts were patent, essentially straight, and no stent graft kinks or compression was observed. Assessment of the left limbs could not be performed as contrast was not injected into the left limbs. The exact cause of the type ib endoleak leading to the rupture could not be determined from the single film provided. Films showing the event were not returned. Since additional limbs were implanted to extend distally into the rcia, it is possible that the distal seal was insufficient in length and/or radial apposition. Disease progression may have been a contributing factor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown sized dissection. It was reported that the patient was admitted to emergency room (ER) with a rupture approximately 4 years post the index procedure confirmed on CT. The patient had developed a type ib endoleak from the right common iliac artery, the patients vitals were reportedly stable. The patient received treatment with two extension limbs placed in the right common iliac artery and the endoleak resolved. As per the physician, the cause of the event could not be determined but it is likely due to the type ib that was observed during the intervention. No additional clinical sequelae were reported and the patient is fine.